Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge onto pump, despite having adequate insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer first tried reloading same cartridge without success, then, after cleaning pneumatic tap area as instructed and being guided by technical support through proper steps to fill and load new cartridge, successfully loaded replacement cartridge and resumed insulin delivery.